Event description:
It was reported that (4) devices were used during a coronary artery bypass graft. It was reported by the affiliate that the small clip appliers (lx107 and lx207) scissored the clip in the instrument jaws. Another device was used to complete the case. There was no consequence to the pt.